Manufacturer narrative:
The customer reported issue of autopulse displayed ua07 (discrepancy between load 1 and load 2 too large) error message was confirmed through review of the archive and functional testing. The root cause was due to defective load cells. The load cells were replaced to remedy the issue. Once completed, the autopulse passed the final functional testing with no issue or faults observed. Visual inspection was performed and unrelated to the reported issue, the load plate cover was noted to be damage. To remedy the issue, the load plate cover was replaced. Archive review showed several errors of ua07 appeared around the reported event. During functional testing, the reported ua07 was confirmed. The defective load cells was replaced to remedy the error message. Once completed, load cell test was performed. Autopulse passed the testing and met specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during shift check the autopulse displayed ua07 (discrepancy between load 1 and load 2 too large) error message. The customer stated that the error message cannot be cleared. No patient involvement on this issue.